Event description:
It was reported, prior to implant of this 29 mm transcatheter aortic bioprosthetic valve (tav), complete heart block was observed during the insertion of the left ventricle wire. A temporary pacemaker was used intra-operatively, the valve was implanted, and the temporary pacemaker remained in place post-operatively for observation. Of note, the patient had a history of tri-fascicular block at baseline. No patient complications were reported as a result of this event. Additional information was received that a non-medtronic guidewire was used during the procedure. It was unknown if a permanent pacemaker was implanted and the patient was discharged. Additional information was received that the patient's intrinsic rhythm disappeared as a result of the chb resulting in the placement of the temporary pacemaker.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Continuation of d10. This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: brand name: evolut fx valve ; product ID: evolutfx-29 ; serial: (B)(6); UDI: (B)(4); manufactured date: 2025-jan-31; use by date: 2027-jan-31; implant date: (B)(6) 2026; FDA site ID: 9617601. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, prior to implant of this 29 mm transcatheter aortic bioprosthetic valve (tav), complete heart block was observed during the insertion of the left ventricle wire. A temporary pacemaker was used intra-operatively, the valve was implanted, and the temporary pacemaker remained in place post-operatively for observation. Of note, the patient had a history of tri-fascicular block at baseline. No patient complications were reported as a result of this event.

Manufacturer narrative:
Updated data: b5, b7. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a non-medtronic guidewire was used during the procedure. It was unknown if a permanent pacemaker was implanted and the patient was discharged.